Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for intervertebral disc herniation. It was reported that the image quality was unexpectedly poor. The image was flickering, looked a little cloudy, and was very hard to see. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.